Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump and also low/short battery life. The customer reported no adverse event. The event involved product mmt-1880l. Troubleshooting was done and found the damage was on the battery tube side case but the insulin pump's functionality was not affected. Troubleshooting was declined for the low/battery lifetime. No harm requiring medical intervention was reported. The product mmt-1880l will be returned for analysis.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alert on event date. Battery cycle 37.0 received the lowbatteryalert (104) on 09/16/2025 07:47:00 after more than 7 days at 24.01 days. Battery cycle 36.0 received the lowbatteryalert (104) on 08/23/2025 07:02:00 after more than 7 days at 22.89 days. Battery cycle 35.0 received the lowbatteryalert (104) on 07/30/2025 23:38:00 after more than 7 days at 24.06 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). No unexpected charge/battery lasts less than expected or low battery alert noted during testing and in files download history. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.